Event description:
It was reported by the patient that she started vomiting about 2 weeks ago. Unable to eat 1/2 cup at a meal. Unable to drink fluids and has gastric reflux. No fever. No pain. The patient states that an upper gi has been schedule and will call back with the results.follow up statement: additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.